Event description:
Edwards received notification from new zealand that during the implantation of this inspiris resilia valve model 11500a of unknown size in the aortic position of this patient, one of the valve's struts caused harm to the right coronary artery requiring surgical repair.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to sections b4, b5, b7, d6a, d6b and h6 (clinical code, investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the complaint is unable to be confirmed. The most likely cause is procedural factors including obstruction of the right coronary ostium by the sewing ring, resulting from valve disorientation during implantation. An edwards defect has not been confirmed.

Event description:
Edwards received notification from new zealand that during the implantation of this inspiris resilia valve model 11500a21 in the aortic position of this patient, one of the valve's struts caused harm to the right coronary artery requiring surgical repair. The patient presented with a small aortic root and a bicuspid aortic valve associated with displacement and migration of the coronary arteries. Following deployment and fixation of the valve, using sutures and corknot, reduced perfusion to the right coronary ostium was observed, attributed to impingement from one of the valve stent posts. Based on this finding, the decision was made to explant the device and proceed with an aortic root replacement. After valve removal, potential internal injury to the right coronary ostium was suspected. A saphenous vein graft was therefore anastomosed to the distal right coronary artery. A 23mm freestyle aortic root was implanted, and satisfactory hemodynamics were achieved. The patient was weaned from cardiopulmonary bypass and chest closure was initiated. During skin closure, the patient developed ventricular tachycardia progressing to cardiac arrest. The chest was reopened, revealing an "empty"-appearing heart. Internal cardiac massage was initiated, and hemodynamic status remained variable. Dynamic ischemia of the right coronary artery was noted, raising concern that, due to the large native vessel size, the previously placed graft may have not provided sufficient flow. An off-pump coronary artery bypass graft was subsequently performed to augment perfusion to the right coronary artery.